Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that a hp handheld computer had a loose ac adapter connection and the handheld would not power on.